Event description:
It was reported that the balloon on the catheter burst in situ. There were no pt complications.

Manufacturer narrative:
MFR control no. Ic980060. The sample has been returned to arrow. Examination of the sample indicates that the balloon latex ruptured near its center. Balloon deterioration can occur over a period of time due to physical or chemical action of the environment.